Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the delivery accuracy test. The insulin pump was received with normal operating currents and no unexpected low battery alarm noted. The insulin pump was received with minor scratched lcd window and cracked select button keypad overlay. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 54 mg/dl at the time of the incident. The customer was at 147 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer states that the sensor glucose and blood glucose are low but the pump is still delivering insulin in auto mode. For the last month or so the customer has been having unexplained lows which they attributed to the recalled sets, but they're still having lows. The insulin pump was returned for analysis.